Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an alarm for fiber optic sensor failure and the arterial line display disappeared during use 1 ½ hours post insertion. The staff was able to transduce the fluid lumen to their bedside monitor and brought the arterial image to the iab pump (iabp) console. The iabp has returned to auto operation. There was no reported injury to the patient.